Manufacturer narrative:
All available information indicates that the device remains in service. If additional information becomes available, this event will be updated and an updated report will be submitted.

Event description:
Boston scientific received information that this right ventricular (rv), pace/sense lead, which was implanted approximately three months ago, was found to be dislodged. Following several reported clinical observations - intermittent loss of capture (the patient was not pacemaker dependent), undersensing, high pacing thresholds (greater than 5v) - the dislodgement was confirmed and the lead was repositioned. Due to the patient's advanced age, the patient was discharged and the device was left implanted/in use.